Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in non-sustained ventricular tachycardia (nsvt) episodes and pauses in pacing. The physician was unable to reproduce the oversensing with non-invasive maneuvers.